Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source lamp did not light. The issue occurred during preparation before use inspection for a diagnostic flexible laryngoscopy. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely, that "lamp does not light", due to faulty convertor (power supply unit). Olympus will continue to monitor field performance for this device.